Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had patient orders are not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had patient orders are not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing. A technical support specialist troubleshot the device and ran a message trace, confirmed recent admit discharge transfer (adt) and order activity, and verified with customer that no issues were reported. Monitoring was advised until new messages arrived to clear the delay notice. The system functioned as intended after the technical support specialist diagnosed the device.